Event description:
At about 6 years and 6 months from the primary, the patient came in reporting pain and instability due to a distally potted stem. The surgeon revised the medacta stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-aug-2023. Lot: 131560: (B)(4) items manufactured and released on 22-jul-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.